Manufacturer narrative:
A root cause could not be determined. The calibration and quality control data were within range prior to the sample being run. Additional information was not provided for further investigation.

Event description:
The customer alleged they received a questionable glucose hk gen.3 (gluc) result for one patient on their c702 analyzer. The patient's initial gluc result was 33.4 mmol/l and it was reported outside the laboratory. The initial result was questioned by the clinician. On (B)(6) 2012, the patient had a second sample drawn and the result was 4.9 mmol/l. The patient's initial sample was retested and the result was 4.9 mmol/l. The patient was not harmed by this event. The gluc reagent lot number was 669012 and the expiration date was 11/29/2013.

Manufacturer narrative:
This event occured in (B)(6).